Event description:
The advocate called to ask how to use the customer's contour meter. She performed 2 control tests during the call and received results of "hi". The normal control range was 104-143 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.